Event description:
It was reported that "pt received fiducial markers. Within 2 days of the procedure, pt returned to another hospital with pains. Pt had pneumothorax as confirmed on CT. The pneumothorax occurred where tubing and makers were present. Pt was hospitalized for one day and then was released. Pt is doing fine."

Manufacturer narrative:
Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT- guided percutaneous biopsy with complication rates up to approximately 27% with the CT- guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.